Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient presented with discomfort at clavicle region. PICC in place PICC assessed by triage venous return obtained and flushed. Chest x-ray carried out and confirmed tip of PICC in satisfactory position. Reviewed by doctor and allowed to proceed with chemotherapy. When chemo administering machine bleeping frequently and treatment stopped. Cannulated for remainder of treatment and PICC removed as per doctor. On examination of PICC following removal fracture and kink noted. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient presented with discomfort at clavicle region. PICC in place PICC assessed by triage venous return obtained and flushed. Chest x-ray carried out and confirmed tip of PICC in satisfactory position. Reviewed by doctor and allowed to proceed with chemotherapy. When chemo administering machine bleeping frequently and treatment stopped. Cannulated for remainder of treatment and PICC removed as per doctor. On examination of PICC following removal fracture and kink noted. No other information provided, at this time.